Manufacturer narrative:
Auto immune illness was reported as the reason for explantation.

Event description:
Auto immune disorder resulting in explantation.

Manufacturer narrative:
Capsule contracture and subsequent auto-immune illness were reported as the reason for explantation.

Event description:
Capsule contracture.

Event description:
Suspected auto immune disorder.